Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.

Event description:
The rptr stated that the surgeon was fusing the talo-navicular joint using two 4.3 qwix screws. The screw path was prepared by pre-drilling. A 38mm screw was inserted. Squeaking of the screw occurred starting about half way down and the screw broke in a spiral fracture at three quarters insertion. The head snapped off and the body of the screw had a spiral fracture. The physician was able to remove some of the broken screw that was protruding out of the bone, but had to leave the distal portion of the screw in the bone. He was able to use two other 4.3mm to complete the fusion. Integra has written to the doctor seeking further clinical information.